Manufacturer narrative:
This report will be amended when our investigation is completed

Event description:
It is reported that a weak detent on the sizer is causing rotation of the sizing boom during the femoral sizing step of the procedure.